Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿entire hernia sac was opened up and small bowel was stuck into sac, looks like ischemic and dusky was freed up from sac. The sac was freed up all around the edge and placed a piece of seprafilm underneath and then placed the composix kugel mesh (device #1) was sewn circumferentially with interrupted sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia, adhesion and bowel obstruction thereby underwent open repair with the implant of composix e/x mesh (device #2) and removal of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was identified and cleared from subcutaneous attachments. Partially reducible incarcerated small bowel was noted in hernia sac and obstruction and adhesion causing mesh was noted. The old composix kugel mesh (device #1) was removed from the fascial attachments. The small bowel was densely adhered to mesh (device #1) was resected. Additional ventral hernia sac in the subcutaneous area was identified and removed. The composix e/x mesh (device #2) was attached to the proximal and distal ends in simple interrupted fashion and tacked the edge of mesh using tackers and secured the mesh all around the edge of fascia using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia and adhesion thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #3) and ventralight st using echo ps (device #4). Per operative notes, ¿omentum was densely adhered to the abdominal wall with lots of bowel scarred up was taken down along with bowel off the abdominal wall. Scar tissue around the bowel were taken down. Multiple hernias were encountered and most of the hernia were closed using sutures. Two separate pieces of ventralight st mesh using echo ps (device #3) was sewn to the abdominal wall on the right lower quadrant and then placed a ventralight st mesh using echo ps (device #4) was covered towards left upper quadrant was sewn with sutures. The adhesion was taken down.¿ (note: there was no mention/visualization of composix e/x mesh (device #2) in op notes) (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #5). Per operative notes, ¿the adhesion were taken down and hernia was found and closed the defect with suture. The inflation device was brought up through the skin after made a small stab incision to allow the placement of ventralight st mesh using echo ps (device #5) in closed incisional hernia and sewed it with sutures.¿(note: there were no mention/visualization of composix e/x mesh (device #2), ventralight st using echo ps (device #3) and ventralight st using echo ps (device #4) in op notes). Attorney alleges that the patient had adhesions, bowel removal, pain, hernia recurrence and bowel obstruction. It is also alleged that the small bowel resection to avoid causing extensive damage to the bowel while taking down mesh adhesions; lysis of adhesions for more than 3 hours, mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 6 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Updated fields: a2, b2, b3, b4, b5, b6, b7, d.6b, e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents the mesh ¿ composix kugel (device #1). Additional emdr' s were submitted to represent the composix mesh e/x (device #2) and ventralight st w/ echo (device #3 & #4) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.